Event description:
It was reported that the customer passed away on (B)(6) 2023, after experiencing diabetic ketoacidosis. The customer was connected to the insulin pump when found. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.